Event description:
In 2008, it was reported to boston scientific corporation that an endostat ii electrosurgical generator was being tested two days prior. According to the complainant, there was no output in either the monopolar or bipolar modes and the irrigation is not working either. It was further reported that there was no response when the footpedal was depressed. The problem was determined to be a footswitch, or console.

Manufacturer narrative:
The MFR date of the device is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The july 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.